Event description:
Jostent slid off the 25 highsail-13 balloon in the proximal part of the rca. The "performation" was in the mid rca. Upon removing the jostent from the vessel, the guide backed out, pulling the intracoronary wire and balloon out of the vessel leaving the stent in the proximal rca (undeployed).